Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the display was dim at the highest brightness setting. The touchscreen was operational. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The remote service engineer (rse) informed the customer that the first-generation liquid crystal display (lcd) would need to be updated to a second-generation lcd by replacing the lcd with a minimum of software version 2.10 installed and provided the customer with the part number of the replacement user interface (ui) assembly for repair.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.